Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was not syncing correctly, and no data was reaching the server. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station showed repeated no variation in change tracking version messages and an error accessing syncserviceappsettings from the database, indicating a synchronization problem. A technical support specialist (tss) confirmed that the facility sync settings were missing on the server, which prevented modification of data synchronization settings at the facility level and caused the station to stop syncing. Further the tss followed knowledge article "medstation es - facility sync settings are blank" and executed the internal remediation script to restore the required configuration. After correcting the facility synchronization settings, the station successfully uploaded change tracking data, and logs confirmed normal synchronization behavior. The system functioned as intended after the technical support specialist troubleshot the device.